Event description:
A bd 0.2 micron filter clogged and would not allow a patient's treatment to infuse. This is not the only time this has happened. We have reached out to the company to complain that the filters have been failing/ clogging on multiple products.